Event description:
It was reported that a spectrum iq infusion pump had no infusion. This occurred during programming of a heparin (200 ml herapin, volume to be infused: 15ml, end volume is 200 ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b3, d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: b5, d9, h3, h6, h11. B5: it was reported that a spectrum pump had no infusion during programming/setup of a heparin (200 ml heparin, volume to be infused: 15ml, end volume is 200 ml) in the critical care unit. While giving the bolus per heparin protocol for ptt of 28.9, nurse noticed that the heparin bag was still quite full (roughly 200ml) but the pump was showing volume to be infused of 74ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "no infusion during programming of a heparin (200 ml heparin, volume to be infused: 15ml, end volume is 200 ml))" was not reproduced. Test was performed with a delivery rate of 74ml/hr. The volume to be infused was 74ml and the unit delivered 77.556ml. The flow accuracy error percentage was 4.805% which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. The pressure plate travel will be adjusted will be adjusted per service procedure. Should additional relevant information become available, a supplemental report will be submitted.